Manufacturer narrative:
Additional information was received. Updated pt info, describe event or problem, and other relevant history. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. In this case, the surgeon reported that the patients tissue appeared to be very fragile and loose. It is likely that patient related factors and procedural factors contributed to the dehiscence and subsequent explant of this pericardial valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information was received through follow up with the healthcare provider. Per obtained medical records, the patient had acutely worsening congestive heart failure, bilateral pleural effusion, and shortness of breath. Upon inspection of the valve, there was a gross opening tear of suture from annular tissue noted on anterior mitral leaflet more towards right side. At the same time, there was posterior medial aspect of suture line and sutures were completely intact; however, the tissue appeared to be very fragile and loose. The new valve was implanted. The patient tolerated this procedure well and left the operating room in stable condition.

Manufacturer narrative:
Attempts to obtain additional information and device have been unsuccessful. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an edwards bioprosthetic aortic valve was explanted after an implant duration of approximately six (6) months. On echo, it appears that there was a dehiscence at the valve cuff leading to a significant perivalvular leak. Attempts to obtain additional information have been unsuccessful.